Manufacturer narrative:
This report is being submitted for correction to h6 impact codes from surgical intervention over to additional device required code and additional information added h6 patient codes tissue damage. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypoxia. Upon procedure completion, the patient exhibited hypoxia. A transesophageal echocardiogram (tee) was performed, and the patient was sent to the cath lab for a right heart cath. The farawave pulsed field ablation catheter is not expected to return for analysis as it was discarded, therefore the lot number is not available. It was further reported that utilizing tee revealed tricuspid regurgitation and significant shunting moving through the septum from the right atrium to the left atrium. An atrial septal defect (asd) closure device was performed by an interventional cardiologist to resolve the event. The patient was stable immediately and was discharged home the following day. It was suspected that the patient could have had an unknown tricuspid regurgitation, contributing to this event. The activated clot time (act) was maintained above 300 during the case.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypoxia. Upon procedure completion, the patient exhibited hypoxia. A transesophageal echocardiogram (tee) was performed, and the patient was sent to the cath lab for a right heart cath. The farawave pulsed field ablation catheter is not expected to return for analysis as it was discarded, therefore the lot number is not available. It was further reported that utilizing tee revealed tricuspid regurgitation and significant shunting moving through the septum from the right atrium to the left atrium. An atrial septal defect (asd) closure device was performed by an interventional cardiologist to resolve the event. The patient was stable immediately and was discharged home the following day. It was suspected that the patient could have had an unknown tricuspid regurgitation, contributing to this event. The activated clot time (act) was maintained above 300 during the case.